Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is an inherent risk of any electrode placement.

Event description:
During a tachycardia procedure, a pericardial effusion occurred. During the second attempt of this procedure, with remarkable scar tissue, the catheter perforated the apex of the left ventricle. Fluoroscopy confirmed the pericardial effusion, for which a pericardiocentesis was attempted unsuccessfully so a pericardial window was performed to stabilize the patient. There were no performance issues with any abbott device.